Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was beeping but the sounds seemed different. No circles displayed on the device. Customer's blood glucose was 143 mg/dl. The buttons were not pressed accidentally. Customer had the sensor feature was turned on; assistance was provided to turn off feature. Customer was advised to monitor the device.